Event description:
On 8/17/94, this pt underwent a c5-c6 & c6-c7 anterior microdiscectomy and anterior body fusions using tricortical cadaver allograft followed by c5 to c7 anterior segmental internal fixation. Pt did well until she was involved in a motor vehicle accident on 11/18/94. Pt experienced an increase in neck pain and suboccipital headaches with recurrent radicular pain into the right upper extremity. Cervical spine films showed a fractured plate at c6-c7. On 1/4/95, pt underwent removal of the internal fixation device from c5 to c7 with exploration of c5-6 and c6-7 fusions and re-do c6-7 anterior cervical fusions with bilateral c7 foraminotomies using autologous bone graft and with another co's anterior segmental internal fixation.